Event description:
A report was received that the ipg was unable to charge. The patient will undergo a revision procedure.

Event description:
A report was received that the ipg was unable to charge. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached 50ma, which was the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate of 9mv per day, which was within the expected range. Device exhibited normal charging and discharging characteristics. During testing it was noted that the device would boot up only intermittently. The cause of this was flash data corruption. The device microcontroller was reflashed and regained full functionality.

Event description:
A report was received that the ipg was unable to charge. The patient will undergo a revision procedure.